Event description:
On (B)(6) 2010, pt's wife reported that for the past 2 days the pt's infusion set cannulas have been bending in his body and he has had to change out the infusion site. Wife stated the infusion device has been alarming with an e4 (occlusion) error when this occurs. She also reported that they have had problems with the infusion site falling off his body. Wife reported that the adhesive dressings that were sent for him to use the sandwich method has helped with the infusion sets falling off but now the occlusion errors are occurring. Pt's wife reported pt has been experiencing lumps at the infusion site and he only uses the stomach area, no other area. Explained proper rotation to avoid scar tissue. Explained the areas that have lumps need to be avoided until they are fully healed. Advised moving site more toward the sides and lower back/upper buttocks area. Wife stated they would try that. She reported the pt is changing the site every day almost because of repeated occlusion errors. Had wife disconnect the infusion set from the site and prime the tubing; insulin did emerge successfully. Advised she change out the infusion site. Pt's wife reported the cannula was visibly bent. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.